Event description:
On (B)(6) 2013, patient's husband reported the down button on the infusion device is wearing. Husband stated you are able to see the metal plates underneath the button. Husband reported, the patient's blood glucose level is increasing. Patient's blood glucose level is 239 mg/dl. Patient's target blood glucose level is 100 mg/dl. Husband stated, the patient doesn't feel the infusion device is delivering the insulin. Husband reported when he did a bolus, the bolus did appear to go through on the pump but the blood glucose level is not decreasing. Patient is blind. Husband stated they would have been able to self-treat with no outside assistance if needed. Husband reported there were no error messages on the infusion device. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion: the complaint cannot be verified due to mishandling of the product. Result buttons: the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons. Delivery accuracy: the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. History list: all programmed boluses were delivered as programmed by the customer. All errors and warnings are triggered correctly by the pump and were confirmed by the customer. The problem mentioned by the customer is related to careless handling of the product.